Manufacturer narrative:
This event occurred outside the u.s where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the distal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. The distal conductor of the lead was obstructed due to a stylet/guidewire stuck in the lumen. Visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that during implant the right ventricular (rv) lead exhibited high thresholds, high impedance with a possible fracture. The rv lead was exchanged for another lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4)